Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's software was reloaded to address the issue. The device's flow sensor was replaced preventatively due to this issue. The device failed a test step during testing. The device's blower assembly was replaced to address the issue. The device was cleaned and tested and passed all final testing.